Manufacturer narrative:
(B)(4). The complainant indicated that the device is lost and not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a choledochal lithotripsy procedure performed on (B)(6) 2020. According to the complainant, the patient was admitted to the hospital on (B)(6) 2020 with severe abdominal pain and diagnosed with choledocholithiasis. The patient was noted to have a 2cm stone in the common bile duct. On (B)(6) 2020 a lithotripsy procedure was performed. During the procedure, a trapezoid basket was used in an attempt to crush the 2 cm stone. However, the wire at the handle of the basket fractured, leaving the basket inside the patient. Approximately two hours later, the basket was able to be opened to release the stone and the basket was then removed from the patient. The basket was then immediately replaced with another trapezoid basket and the procedure was completed. There were no patient complications reported as a result of this event.